Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure had broken and migrated to the left side.'), fallopian tube perforation ('fallopian tube with the distal end perforating through a prior salpingectomy space'), uterine perforation ('right essure device perforating the uterine right fundus'), device migration ('migration/malpositioned right essure device which has migrated outside') and device dislocation into abdominal cavity ('right essure distal end embedded in the anterior abdominal wall') in an adult female patient who had essure (batch no. 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure coils found in left side". The patient's medical history included depression, ovarian cyst, low back pain, recurrent urinary tract infection, multiple caesarean sections (cesarean section 1991, cesarean section, repeat 2006 cesarean section, repeat 2009), ectopic pregnancy (ectopic pregnancy in 2003), dyspareunia, vaginal odor, hair loss, amenorrhea, libido decreased, pap smear abnormal, pelvic pain, multigravida and parity 4. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin) and ketorolac tromethamine (toradol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device migration (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and complication of device removal ("fragments of essure left behind"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device migration, device dislocation into abdominal cavity, pelvic pain, genital haemorrhage, psychological trauma and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device migration, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, uterine perforation and device dislocation into abdominal cavity to be related to essure. The reporter commented: discrepancy noted in insertion dates of essure: as per current pif (B)(6) 2008 and previously reported (B)(6) 2009. Treatment received for pain and migration. Two essure devices on the left, 3 essure devices visualized in all. Trailing coils: left- 4, right- 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: impression: occluded fallopian tubes, post essure. Malpositioned right sided essure device which has migrated to the left and is presumably outside the fallopian tube within the peroneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, device breakage, embedded device, uterine perforation, fallopian tube perforation, pelvic pain, device use issue, contraceptive device removal incomplete. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure had broken and migrated to the left side.'), fallopian tube perforation ('fallopian tube with the distal end perforating through a prior salpingectomy space'), uterine perforation ('right essure device perforating the uterine right fundus'), device dislocation ('migration/malpositioned right essure device which has migrated outside') and embedded device ('right essure distal end embedded in the anterior abdominal wall') in an adult female patient who had essure (batch no. 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure coils found in left side". The patient's medical history included depression, ovarian cyst, low back pain, recurrent urinary tract infection, caesarean section (cesarean section 1991 ¿ cesarean section, repeat 2006 ¿ cesarean section, repeat 2009), ectopic pregnancy (ectopic pregnancy in 2003), dyspareunia, vaginal odor, hair loss, amenorrhea, libido decreased, pap smear abnormal, pelvic pain, multigravida and parity 4. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin) and ketorolac tromethamine (toradol). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and complication of device removal ("fragments of essure left behind"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, embedded device, pelvic pain, genital haemorrhage, psychological trauma and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, embedded device, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion dates of essure: as per current pif (B)(6)2008 and previously reported (B)(6)-2009. Treatment received for pain and migration. Two essure devices on the left, 3 essure devices visualized in all. Trailing coils: left- 4, right- 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2018: impression: 1. Occluded fallopian tubes, post essure. 2. Malpositioned right sided essure device which has migrated to the left and is presumably outside the fallopian tube within the peroneal cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, device breakage, embedded device, uterine perforation, fallopian tube perforation, pelvic pain, device use issue, contraceptive device removal incomplete. Most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received. Reporter information, patient details, lot number, other relevant history, stop date , concomitant drug added. Events: "right essure had broken and migrated to the left side." , " right essure device perforating the uterine right fundus" , " right essure distal end embedded in the anterior abdominal wall" , " fallopian tube with the distal end perforating through a prior salpingectomy space", "two essure devices found on left side" and "contraceptive device removal incomplete" added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion dates of essure: as per current pif (B)(6) 2008 and previously reported (B)(6) 2009. Treatment received for pain and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2018: no results available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event injury to herself updated to migration. New events abnormal bleeding, psych injury and pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.